Event description:
It was reported the patient lost effective coverage due to the s1 drg lead had migrated. The issue was confirmed via x-rays. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Section b3: date of event is estimated.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information indicates surgical intervention was undertaken on 4june2024 wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.